Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient stated for the last 4 days they had been having a lot of diarrhea and they thought their stimulator seemed to have failed. Patient programmer use was determined and it was determined that the therapy had been turned off. It was reviewed how to turn therapy back on again, patient confirmed they felt stimulation sensation and adjusted amplitude. Button use on the patient programmer was reviewed and it was recommended the patient monitor symptoms and follow-up with their managing healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported they were not aware the stimulator had been off until they called, and they were walked through the sequence. The patient was asked if turning stimulation back on resolved their issue, they responded yes and no. They thought they might have an unrelated medical issue, they were told to wait 2 weeks before the episode was over.

Event description:
Additional information was received. The patient reported they are not sure why it stopped working. The patient had first started wearing a fitbit ( were having small zap from that). It was indicated that turning the stimulation back on resolved the reported issue and patient was okay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.